Manufacturer narrative:
Investigation summary: maquet completed the failure analysis investigation of this device. The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the scope wash tubing and half of the c-ring were detached. A visual inspection suggests that the c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces during clinical manipulation. Based upon the received condition of the device, the reported failure "c-ring split in half and detached" is confirmed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cannula c-ring split in half and detached. The reporter stated that the event occurred between (B) (6) 2010, and (B) (6) 2010. No replacement unit was needed as it was toward the end of the procedure. The hospital did not report any pt effects. The product was returned.